Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6. Labelling review. Additional type of component code that were unable to be added in h6. Insufficient component information. The complaint for unknown material introduced into bloodstream was confirmed with empirical evidence through the complaint file. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As per tte examination, there is no evidence of device-related malfunction that could explain the stroke reported post-procedure. Ischemic stroke is a known potential complication associated with transcatheter procedures. These patients typically are non-operative and/or are high risk, have complex medical histories and multiple co-morbidities, including atrial fibrillation, lv dysfunction, la enlargement. Ischemic stroke can result in transient or permanent impairment of varying degrees. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
H6: device code "insufficient device problem information" was unable to be added. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a sapien m3 (sm3) valve implanted in the mitral position. Following the procedure, the patient experienced an ischemic stroke. The patient was extubated in the evening after the procedure and was reported to be stable. The stroke was detected the following day in the afternoon. At the time of the event, the patient was receiving aspirin therapy. Before, during, and after the procedure, the patient was treated with heparin. Activated clotting time (act) and partial thromboplastin time (ptt) values were monitored in the intensive care unit (ICU), and ptt values remained elevated until the event occurred. A computed tomography (CT) examination did not confirm any bleeding event. A transthoracic echocardiography (tte) examination did not identify any abnormalities related to the sm3 device. The patient was transferred back to the ICU to recover from the event. The patient was awaiting neurological rehabilitation. And there are no additional details on how the patient is doing. Per medical opinion, the stroke was considered to be related to the procedure.